Event description:
A malfunction with code malf 1 was reported, and the fault ID 1-0x279f was available. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to use a backup insulin pump until a replacement pump could be provided. Tandem technical support confirmed the shipping address and sent a replacement pump. The customer was advised on how to put the pump into storage mode and instructed on the steps to return the faulty pump using the provided shipping materials.